Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, part of the staple line had malformed staples at the 6th firing. Hand-suturing was used to complete the procedure. There was no patient consequence.